Event description:
It was reported that following a percutaneous coronary intervention procedure (pci), an angio-seal was selected for use. No pre-deployment angiogram was performed. The physician was able to confirm mild tortuosity and no calcification present at the puncture during the pci procedure. After blood flow from the drip hole was confirmed, the physician tried to pull out the device/sheath assembly but the suture release assembly would not allow the device to pull out from the puncture site. The physician cut down the puncture site and the angio-seal was removed. Two hundred mg of aspirin and clopidogrel (dosage unknown) were given before and after the procedure. The patient was given 5000 units of heparin before the procedure.

Manufacturer narrative:
One 8f angio-seal sts plus hemostasis sheath and carrier tube assembly were returned for evaluation. The carrier tube assembly had been inserted into the hemostasis sheath, but was in the forward-lock position. The sheath tubing and carrier tube had been severed approximately 1.4" from the distal end of the hemostasis hub. The suture was 9.9" in length; the distal end had strands that were even, consistent with cutting. The carrier tube assembly was pulled to the full rear-lock position; no anomalies were noted. The device was then disassembled and the suture path visually inspected; the suture had been fully extracted; no anomalies were noted. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined.